Event description:
It was reported that the patient presented in clinic due to discomfort. Device interrogation revealed extra cardiac stimulation due to dislodgement on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead. The patient was recovering after the procedure.